Event description:
A customer reported incomplete flap, used company blade as a surgical intervention in the left eye of a patient, during lasik surgery. There are multiple related reports for this reported event. This report addresses patient initials jc, left eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the log files for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The log file shows eight successfully performed treatments. The reported treatment could be identified in the logfile, and it was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).